Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that after 2 alleged device failures for a primary procedure on patient's right knee, surgeon implanted a trial preparatory to implanting an insert on (B)(6) 2018. As reported by rep: "the implantation of the size 4 13 mm ps insert on friday went very well with no issues inserting the poly and locking into the previously cemented tibial array."

Manufacturer narrative:
An event regarding user error involving an unknown trial was reported. It was reported that the surgeon implanted a insert trial during the primary surgery and the following day the trial was explanted and a triathlon insert was implanted. This is not sanctioned by stryker as surgical protocol was not followed. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
It was reported that after 2 alleged device failures for a primary procedure on patients right knee, surgeon implanted a trial preparatory to implanting an insert on (B)(6) 2018. As reported by rep: "the implantation of the size 4 13mm ps insert on friday went very well with no issues inserting the poly and locking into the previously cemented tibial array."